Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located distally below the knee. The lesion was mildly tortuous and there was mild calcification. The lesion morphology was tight concentric stenosis. The lesion was 3mm in diameter and 20mm long with 90% stenosis before treatment. After treatment, stenosis was reported as 0%. The patient had a follow-up visit in (B) (6) of 2005. The lesion was reported to not have remained patent since the procedure. There was a comment, cicatrization failure - bypass surgery was contraindicated because of the age of the patient. An adverse event & intervention was reported as amputation in (B) (6) of 2004. The occlusion of the target vessel was reported post-discharge in (B) (6) of 2004.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.